Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during procedure, after the scs system was implanted and prior to stimulation being turned on, the patient went into cardiac arrest. In turn, patient experienced bradycardia and subsequent asystole. After CPR was administered, there was a return of spontaneous symptoms with patient later becoming awake and responsive. Patient was admitted to the ICU, later transferred to the hospital and has since recovered. Scs system remains in place.

Manufacturer narrative:
Date of event is estimated.